Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the stent found stent damage. Distal stent strut were bunched proximally. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues or defects were observed during product analysis of the returned device.

Event description:
Reportable based on device analysis completed on 30mar2021. It was reported that the stent balloon expandable could not cross lesion. The target lesion was located in the left anterior descending artery. A promus premier ous mr 38 x 3.50 stent was advanced but failed to cross the lesion. During a percutaneous coronary intervention, it was noted that the stent could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a stent damage.